Event description:
Caller reported a malfunction on pump where screen became dark and unresponsive. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was instructed to plug pump into a power source, which successfully turned it on. A malfunction code was displayed, leading cts to decide on replacing the pump. The customer reverted to an alternate method of insulin therapy.